Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
T2 alpha impactor broke off in the spi tibia guide. Procedure was completed successfully with no adverse consequence or surgical delay reported.